Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped receiving energy, hence wouldn't seal and cut. Customer opened up a second device and the new vh-4000 worked properly. No patient injury.

Manufacturer narrative:
Updated sections: g4,g7,h2,h6,h10,h11. H3 correction: device not returned has been changed to device discarded. H6 correction: device not returned has been changed to device discarded. Internal complaint number: (B)(4). Other text : device discarded.

Event description:
N/a.